Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure. This was discovered after use. The following information was provided by the initial reporter: material no. 368608 batch no. 9140994 it was reported that after the clinician drew labs, they activated the pink safety shield and it fell off of the device and the needle bent.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for safety shield fell off / bent needle on eclipse with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure. This was discovered after use. The following information was provided by the initial reporter: material no. 368608, batch no. 9140994. It was reported that after the clinician drew labs, they activated the pink safety shield and it fell off of the device and the needle bent.